Event description:
It was reported that during preparation of a pci (percutaneous coronary intervention), stent dislodgment occurred. The promus element 2.25 x 16 mm stent dislodged from the delivery system outside the patient. No patient complications were reported as the device was not used during the procedure.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).